Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The device has been tested and the customer stated that it is working to service specifications. The suspect component is related to a current field corrective action by carefusion, although the reported issue is unrelated, no further investigation will be performed as the suspect component will be require complete remediation.

Event description:
The customer reported during patient use on this avea ventilator the fio2 setting would intermittently increase to 99%, triggering the high fio2 alarm. The customer reported no harm or injury to the patient.